Event description:
The pt was undergoing surgery on (B)(6), in operating room 1 for fiberoptic bronchoscopy and right video assisted thorascopic (vats) lower lobectomy. The surgeon was using the stapler to isolate and secure the tumor to be sent as a specimen to pathology to confirm that the entire tumor had been excised. It was during the final firing of the repair to secure this specimen when the device appears to have misfired. It didn't misfire completely, 5 of the 6 rows of staples, 3 on either side of the dissecting knife had fired correctly, however, the staple line closest to the pt's lung appears to not have engage properly in the tissue. The other two staple lines on that side of blade deployed properly and secured the tissue. The surgeon over sewed the tissue dissection line to ensure that there would be no air leaks. No harm was caused to the pt by this incident.